Event description:
It was reported that the patient had been hospitalized due to having a seizure. Upon walking into a op5 training class the patient began to seize and fell on the floor hitting their head. The patient reports their blood glucose level was 88 mg/dl per a firefighter who had arrived. The patient was taken by ambulance to the hospital. No medical treatment information has been provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and seizure. No lot release records were reviewed, as the product lot number was not provided.